Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was losing power intermittently. It was noted that the battery cap was not able to be removed from the pump. Reportedly, there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings:a review of the pump¿s black box history showed that unexplainable power reboots were recorded on 05/12/2014. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. During testing, the pump powered on appropriately with the returned battery cap. The battery cap was not able to be fully secured to the pump. No power losses occurred during investigation. During testing, the pump performed the rewind, load, and prime steps with no power losses, power losses or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power losses, power losses or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation. The complaint that the battery compartment was cracked was able to be confirmed during a visual inspection.